Event description:
During open chest implantation of a 29mm sapien xt valve in the mitral position, the valve embolized into the left atrium. As reported, the valve was placed across the mitral annulus after the native valve (with mitraclips partially attached) was cut out. When the patient was put back on bypass after sapien xt placement, the valve embolized into the left atrium. The same valve was recrimped using an additional 2cc of volume and a few sutures were placed around the valve to secure the position. Of last communication, patient was stable 2 days post procedure. The valve was initially deployed using 28ccs, which is below nominal volume. Per report, the physician indicated that more volume should have been used initially with sutures to secure the valve.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, and loss of pacing capture. The sapien xt valve is not indicated for deployment in the mitral position and therefore the edwards thv training manuals and instructions for use (IFU) do not provide guidance and instructions for deployment of the sapein xt valve in this scenario. In this case, as this was an off label use of the valve, the exact cause of embolization cannot be confirmed. Review of the information indicates that the thv was not well seated in the native mitral annulus, due to underexpansion and potential lack of annular calcium to secure the valve. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.